Event description:
It was reported that during an uknown procedure, the blade tip broke off during the pre run test. The case was started with another device. No patient consequence was reported. One device is being returned.

Manufacturer narrative:
Info anticipated, but unavailable at this time.